Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the device. Provocative testing was performed and the noise was not reproduced. The device was explanted and replaced to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of sensing noise could not be confirmed. The pacemaker was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including sensing and crosstalk test, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.